Manufacturer narrative:
The lot number for the device was provided, therefore a lot history review will be performed. The device was not returned for evaluation; therefore the investigation is inconclusive as no objective evidence was provided for review. The definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 0601170 ptfe peel-apart introducers allegedly experienced a fracture. The information was received from one source. One patient was involved with no reported patient injury. The patient¿s age, weight, and gender were not provided.